Event description:
It was reported that customer experienced issues with a tandem pump, including a no delivery alarm, and an inability to complete a software update. There was no reported impact to liana's blood glucose level. She decided to continue using the current device without further action or follow-up, and declined troubleshooting assistance from technical support.